Event description:
It was reported that the insulin pump delivered boluses on its own, without anyone programming them. No alarms were found in the alarm history. It was reported that the customer would monitor the insulin pump, and call back if the issue persists. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.